Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 05/30/2018. Medical records reviewed for MDR reportability. Right attune total knee replacement revised to address aseptic tibial base plate loosening, with varus angulation deformity. Revising surgeon indicated that he tibial base plate component was very loose, easily removed, but did not indicate if this loosening occurred at the cement to implant interface, or cement to bone. Stated that there was a significant proximal medial tibia defect, requiring bone grafting, where the tibial tray collapsed. Reported that the femur was well-fixed, as was the patella. Femur, tibial tray, and tibial insert were revised. Doi: (B)(6) 2016; dor: (B)(6) 2016; (right knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an additional narrative: product complaint: (B)(4) investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. 2 unrelated non conformances on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 3 additional reports; 2 related to implant loosening and 1 unrelated. Total for lot number: 3( B)(4) complaints received by cmw in the last 12 months for this issue ¿ by product code: 116 by product family: 182 (63x (B)(4) ghv, 119x (B )(4) gmv) if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. The patient underwent a right knee revision due to a tibial tray malpositioning and loosening at an unknown interface. The surgeon noted debridement of inflamed tissue and bone grafting to correct a medial tibial defect. The patella was not revised. Depuy cement was used during the primary operation. Doi: (B)(6) 2016 dor: (B)(6) 2016 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 (no code available (3191) is used to capture the medical device removal). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) was used to capture surgical intervention. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 2 unrelated non conformances on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 3 additional reports; 2 related to implant loosening and 1 unrelated. Total for lot number: 3 (com-156065, com-199007, (B)(4)). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 116. By product family: 182 (63x smartset ghv, 119x smartset gmv).